Event description:
It was reported that the mobile power unit (mpu) failed to supply power while the patient was asleep on (B)(6) 2022. A no external power alarm occurred, and the patient changed to battery power. The mpu was removed from service.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) not supplying power was confirmed. The evaluation of the returned (B)(6) confirmed damaged components on the power supply pcb. As a result, the mpu was not able to provide power. Log files were submitted for review. The event log file contained data recorded from october 3 to (B)(6) 2022, where routine power cable disconnect alarms were recorded. The system maintained the set speed with no atypical alarms being captured. The associated voltage levels indicated that the system was powered by 14v batteries. The periodic log file contained events recorded from (B)(6) 2022, where normal system operation was recorded. A specific root cause for the damaged components on the power supply board was not able to be determined and the provided log files did not contain data from the reported event date ((B)(6) 2022). The device history records were reviewed, and the records revealed the mpu was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook, under section ¿alarms and troubleshooting¿ explains all alarms and the proper actions to take if the alarms cannot be resolved. The patient handbook, document, also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.